Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had white foreign material inside the air/water cylinder and air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. It is possible the foreign material was not removed during reprocessing due to deformation of channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: detection method is described in gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.